Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was unable to push insulin through the tubing with a plunger. The customer stated he could not disconnect the reservoir from the infusion set at the tubing connector. Blood glucose value is unknown. The reservoir and infusion set would be replaced and returned for analysis.